Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 533 mg/dl. Customer stated that her infusion set cannula was bent and she had multiple no delivery alarms. Nothing further was reported.